Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and found there was a large deflection on the atrial channel due to intrinsic activity. Ts and the clinician suspected the position of the right ventricular (rv) lead was contributing to the intrinsic activity. The clinician noted that the redundancy on the rv lead was a loop rather than a hump. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and found there was a large deflection on the atrial channel due to intrinsic activity. Ts and the clinician suspected the position of the right ventricular (rv) lead was contributing to the intrinsic activity. The clinician noted that the redundancy on the rv lead was a loop rather than a hump. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. The atrial sensitivity was reprogrammed but the oversensing and inappropriate atr episodes were still occurring. There was also ventricular channel oversensing of atrial signals observed. Ts recommended further reprogramming options and adjusting ventricular sensitivity.